Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio2: 5.4; date: (B)(6) 2011; inratio2: 3.4. Target therapeutic range is 2.0-3.0. Customer alleges batteries are draining quickly and have needed to be replaced multiple times. Getting lo or hi battery errors. Meter to be replaced.